Event description:
During in clinic follow up, high, out of range, pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.